Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported burning and pinching at the lead site. It was noted the patient had an appointment on (B)(6) 2016 and wanted a manufacturer's representative to be at the appointment for possible reprogramming. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported no steps were taken to resolve the burning and pinching at the lead site.